Event description:
It was reported that the atrial lead dislodged, possibly due to coronary artery bypass graft or abdominal aortic aneurysm repair procedures that were performed 2 weeks after lead implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.